Event description:
On 4/16/95 right subclavian central line - found piece of hep-lock & examined to find leak with cracked injection cap; no problem observed. On 4/27 restarted IV and found cap defective when tried to flush the old site.